Event description:
Original implant 3/1/96 with yag capsulotomy 4/10/96. Displacement - return to or 8/28/96: lens had migrated to lower socket and could not be retrieved. Pt to see retinal surgeon 8/30/96.